Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined, based on the available information and the result of the device evaluation, that it is inferred that a malfunction in the fan used for cooling the chassis due to the long-term use of the device caused the high temperature inside the chassis, resulting in the reported phenomenon.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a weak ventilation fan, causing the main lamp to turn off and the spare lamp to turn on. Additionally it was noted that a non olympus lamp was in use. The instructions for use warn, "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire".

Event description:
A user facility reported to olympus that their clv-190 light source was switching to the spare lamp after the main lamp was on for a little while. There was no patient injury or harm, associated with the problem, reported to olympus.